Event description:
It was reported that the implantable cardioverter defibrillator was explanted and replaced due to high pacing thresholds. No further information was reported.

Manufacturer narrative:
The reported field event of high pacing threshold was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
New information received indicated that the patient was in good condition after the procedure.